Manufacturer narrative:
The elecsys hcg stat reagent lot number is 868696, with an expiration date of 31-oct-2026. During the field service engineer's initial service visit, he inspected the analyzer, verified the sipper check and acrylic parts, cleaned the wash station and water reservoir, and performed a complete service cleaning. During his follow-up service visit, he performed liquid flow path cleaning (lfc), measuring cell preparations, precision checks, and blank cell calibrations. The investigation determined that maintenance issues had caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg stat result from several patient samples tested on the cobas e 411 analyzer (rack system). The following examples of discrepant results were provided: patient sample 1 on (B)(6) 2026: the initial result was 20.34 miu/ml (positive). The first repeat result was <0.100 miu/ml (negative). Patient sample 2 on (B)(6) 2026: the initial result was 340.50 miu/ml with a data flag (positive). The repeat result was 3.89 miu/ml with a data flag (negative). Patient sample 3 on (B)(6) 2026: the initial result was 28.04 miu/ml with a data flag (positive). The repeat result was 0.100 miu/ml with a data flag (negative).